Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to test for other alarms due to the motor error alarm. No other alarms noted in the history file, therefore, no history anomaly was noted. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and a cracked reservoir tube window.